Event description:
Procedure: sigmoid resection. According to the report: during an open sigmoid colectomy, the autosuture ceea 28 stapler malfunctioned when re-anastomosing the colon. The stapler fired but the anvil separated and remained in the patient's colon, requiring the physicians to re-do this portion of the procedure. This lead to prolonged surgery (time unknown). There was no further information that could be provided.